Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred post procedure. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed. A watchman fxd curve access system (was) was advanced with a 24mm watchman flx pro closure device and delivery system (wds) and positioned at the laa then subsequently deployed and implanted after meeting release criteria. After the closure device was implanted, the routine post-procedure pe check was performed, and a large pe was noted around the right side of the heart and in the transverse sinus. During visualization of the pe, the patient started to develop cardiac tamponade, and a drain was placed subxiphoid and drained approximately 400cc of bright red fluid. The procedure was concluded. The patient was extubated and transferred to the cardiac intensive care unit (ICU) for observation. The patient is expected to fully recover. The physician believes the pe occurred during wds deployment. The device is not expected to be returned for analysis. It was further confirmed that no transseptal issues nor versacross malfunctions were noted. Act was therapeutic. The patient has been discharged.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block(s) MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code and MFR site country (g1), in section g - manufacturing site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress, but it was not available yet. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred post procedure. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed. A watchman fxd curve access system (was) was advanced with a 24 mm watchman flx pro closure device and delivery system (wds) and positioned at the laa then subsequently deployed and implanted after meeting release criteria. After the closure device was implanted, the routine post-procedure pe check was performed, and a large pe was noted around the right side of the heart and in the transverse sinus. During visualization of the pe, the patient started to develop cardiac tamponade, and a drain was placed subxiphoid and drained approximately 400cc of bright red fluid. The procedure was concluded. The patient was extubated and transferred to the cardiac intensive care unit (ICU) for observation. The patient is expected to fully recover. The physician believes the pe occurred during wds deployment. The device is not expected to be returned for analysis.